Event description:
Medtronic received information that during the implant of this 33mm mitral mechanical valve, it was reported that the posterior leaflet wasn't closing smoothly and there was regurgitation seen on a transesophageal echocardiogram (toe). It was stated that surgical adaptations were carried out which improved the situation and no further paravalvular leak was observed. It was stated that a second opinion from another surgeon led to it being agreed that the valve should remain in situ. It had been noted that the leaflets had been tested with the blue actuator during pre-operation and post implant, and appeared to be functioning normally. A computed tomography (CT) scan post-operation showed that there was a difference in the angle of the 2 leaflets during movement, with a 2-stage closure of the posterior leaflet as opposed to one smooth movement. The patient had to return to theatre due to bleeding and suspected tamponade. It was stated by the physician that the patient had risk factors and that the bleeding situation was in no way related to the valve or the implantation of the valve. It was further reported that the outcome of the procedure determined there was no tamponade but anti-coagulation was discontinued due to the risk of further bleeding. The patient suffered an ischemic stroke and is curr ently in rehabilitation but there have been no reports of heart failure or a deterioration in their condition. The patient will be having a cardiac follow-up appointment before the end of the year. No additional adverse patient effects were reported. Additional information was received which stated that the patient had to return to theatre due to possible upper gastrointestinal (gi) bleeding, which was determined to be from fully anti-coagulating the patient and the bleeding originated from the infected wound edges due tore-sternotomy. It was further noted that the physician believed the cause of the leaflet motion issue was due to stiffness of the posterior hinge. The valve was also rotated within the annulus to obtain appropriate leaflet motion. The patient also had postoperative atrial fibrillation. It was stated that the physician reported that the ischemic stroke was due to postoperative atrial fibrillation and lack/stopping of the anticoagulation medication and not related to the valve, as no clot was present on the valve, and the patient did not have any signs of heart failure. Antithrombotic treatment was performed to treat the stroke. It was mentioned that the patient had been anticoagulated particularly also for the mechanical mitral valve prosthesis beside antiarrhythmic medication. The anticoagulation was subsequently stopped because of bleeding from around the wound edges after re-exploration of the sternotomy wound for wound infection. It was indicated that the wound infection was not related to the prosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.